Event description:
Tip of the athrex torpedo shaver broke inside the patient right knee and it was retrieved by surgeon. Retrieved broken piece given to charge nurse. Broken fragment retrieved from patient's wound, sequestered, and provided to risk/quality management. Two-view msi x-ray of knee negative for retained, foreign object. Unknown if surgeon disclosed the occurrence to patient.